Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the received device and found there were some tissues on the distal end. The ptfe pad (teflon pad) was inspected and found to be worn, melted and curled up exposing metal beneath. The teflon pad has 3 small splits but no missing fragments. The distal end of the device was inspected under a microscope and found charred stains on the probe. The device passed the probe check. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a laparoscopic sleeve gastrectomy procedure, the surgeon noted a white piece was protruding from the distal end tip of the hand-piece. There was no exposed metal observed. It was reported that the surgeon had withdrawn the hand-piece from patient due to abnormal cautery function. No device fragment fell into the patient. The intended procedure was completed with a similar device. Additionally, the device was inspected prior to the procedure with no anomalies found.